Event description:
The assisted living community director reported the following: (1) an aide was filling a pt's c1000 in the pt's home. (2) the c1000 would not disconnect from the source tank after fill. (3) liquid oxygen leaked from the c1000. (4) the aid received a cold injury to her leg. (5) it is not known if the aide sought medical attention; the extent of the injury is not known.